Event description:
A letter was received by depuy mitek stating that a cufftack device had failed to absorb and the head of the device came off post-op. No other information has been provided at this time.